Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that an a3059 mayfield infinity xr2 base unit was used during an arteriovenous malformation (avm) case. The surgeon had just finished pinning the patient. The patient was in prone position and all final preparations for the case were on going. All locking mechanisms on the skull clamp and base unit were complete. The surgeon checked each starburst to ensure that everything was neuro tight and when he placed his hands on the 437a2409 standard knob assembly, 437a2400 swivel assembly standard (a subcomponent of the a2079 mayfield infinity xr2base unit) severed in two. Additional information was received on july 05, 2018 stating that on (B)(6) 2018, the device was used on the female patient (age: 60's) for not more than 5 minutes. Since the swivel assembly standard broke in the a1114 mayfield infinity skull clamp's starburst, the skull clamp was turned around to use the secondary starburst. Then the old a2079 mayfield base unit was brought in to replace the broken base unit. There was a 30 minute delay in surgery while fixing the mayfield issue. Patient's condition was reported as stable.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the returned unit did not meet all specific functional test. The xr2 standard adaptor knob threads were broken off in the xr2 clamp base. The device history record was reviewed. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. Complaint confirmed via inspection of item. Root cause confirmed complaint event. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd is testing alternate radiolucent materials for knob to increase durability.